Event description:
In 1997, the dr implanted a 29mm mitral mechanical heart valve. This valve was reported to be a st. Jude medical valve; however, the model and serial number remain unknown despite several attempts to obtain this info. It was reported the anterior and posterior leaflets of the pt's native mitral valve were heavily calcified and a tricuspid annuloplasty was also performed. The pt had a history of balloon valvuloplasty (1989), tia (1996), atrial fibrillation, rheumatic heart disease, congestive heart failure, and chronic obstructive pulmonary disease. In 1999, the pt was admitted due to shortness of breath, wheezing, cough, chills and fever for the previous two days. The pt was diagnosed with acute exacerbation of chronic obstructive pulmonary disease, bronchitis, mild congestive heart failure, supraventricular tachycardia, and then released eight days later. In 1999, the dr emergently explaned the above unknown 29mm valve due to thrombosis. The pt had been given lovenox upon admittance to a hosp medical center emergency room, out of concern for the pt's subtherapeutic inr (1.65). The pt experienced cardiopulmonary arrest for a duration of approximately one hour and was airlifted to the medical center. The pt was diagnosed with cardiogenic shock, and transesophageal echocardiogram demonstrated thrombus in their left ventricle, atrium and on the mitral valve. At explant, thrombus formation was observed in the left atrium and on the valve, resulting in nearly complete leaflet immobility. The valve was explanted in order to remove the thrombus in the left ventricle. Closure of a left atrial appendage was performed, the annulus debrided, and a 27mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27ms-601) was then implanted. It was reported in a consultation report that the physician questioned if the pt was "medically compliant". Postoperative complications included anoxic encephalopathy, acute renal failure, methicillin-resistant staphylococcus aureus pneumonia (mrsa), and severe sepsis. A neurology consult was obtained due to postoperative twitching of the pt's right face and left arm. A CT scan indicated evidence of two old strokes as well as several new strokes, particularly in the bilateral occipital areas. The pt continued to deteriorate with several new strokes demonstrated on repeat CT scan and pt developed severe intractable diarrhea and was treated for clostridium difficile, although test results were negative. The pt then experienced respiratory arrest and severe leukocytosis secondary to sepsis. According to the death summary, the pt expired in 1999 secondary to multiorgan system failure. It is unknown if an autopsy was performed or if the valve was explanted at autopsy.

Event description:
The pt experienced pv leak and expired in 1999. It is unknown whether the valve remains implanted or was explanted at autopsy.